Event description:
The patient presented with unacceptable hemodynamics: severe pulmonary insufficiency, chronic chest pain, palpitation, syncope and exercise intolerance. Reoperation/repair on homograft valve. The allograft was implanted on (B)(6) 2002 at (B)(6) for tetralogy of fallot (tof) right ventricular outflow tract (rvot) reconstruction. During a post-op follow up on (B)(6) 2011 an transthoracic echocardiogram was performed and the pulmonary regurgitation was rated as moderate (2+). On the (B)(6) 2011 the insufficiency was found to be sub-valve stenosis and the patient had unacceptable hemodynamics. Additional observations were pulmonary insufficiency, chronic chest pain, palpitation, syncope and exercise intolerance. A reoperation/repair on homograft valve was performed.

Manufacturer narrative:
The patient presented with unacceptable hemodynamics: severe pulmonary insufficiency, chronic chest pain, palpitation, syncope, and exercise intolerance. The patient underwent reoperation/repair on the allograft heart valve. The sid number is (B)(4) and the donor number is (B)(6). The allograft was implanted on (B)(6) 2002 at (B)(6) for tetralogy of fallot (tof) right ventricular outflow tract (rvot) reconstruction. During a post-op follow up on (B)(6) 2011 and transthoracic echocardiogram was performed and the pulmonary regurgitation was rated as moderate (2+). Additional observations were pulmonary insufficiency, chronic chest pain, palpitation, syncope, and exercise intolerance. On (B)(6) 2011, the patient had a reoperation on the valve, which is indicated as a melody valve implant for subvalvular stenosis. The cryovalve sg pulmonary valve instructions for use provides adequate listing of adverse events reported with the use of cardiac allografts: calcification, degeneration, and valvular and conduit stenosis. A reoperative procedure for insufficiency and stenosis 9.5 years after pulmonary valve implant for correction of tof in a (B)(6) patient is not an unexpected outcome.

Event description:
The patient presented with unacceptable hemodynamics: severe pulmonary insufficiency, chronic chest pain, palpitation, syncope and exercise intolerance. Reoperation/repair on homograft valve. The allograft was implanted on (B)(6) 2002 at (B)(6) in (B)(6) for tetralogy of fallot (tof) right ventricular outflow tract (rvot) reconstruction. During a post-op follow up on (B)(6) 2011 an transthoracic echocardiogram was performed and the pulmonary regurgitation was rated as moderate (2+). On the (B)(6) 2011 the insufficiency was found to be sub-valve stenosis and the patient had unacceptable hemodynamics. Additional observations were pulmonary insufficiency, chronic chest pain, palpitation, syncope and exercise intolerance. A reoperation/repair on homograft valve was performed.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.